Manufacturer narrative:
Initial and final MDR (B)(4) - 15428 - device 1 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2024 the six infusion set cannula was kinked and patient faces symptoms within 3 or more hours after insertion. The site of insertion is upper buttocks and infusion set is long for 8-9 hours. The blood glucose level was 185 mg/dl and the area of insertion which is affected it is inflammation. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.